Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia on (B)(6) 2020 at 11.30 pm. The customer blood glucose level was 3.3 mmo/l. The customer was assisted with troubleshooting. The customer was treated in the hospital. Customer allege insulin pump was over delivering the insulin because they having continuing the low blood glucose for a month. The device will not be returned for analysis.